Event description:
It was reported by service report that the footend jack could not be pumped up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.